Manufacturer narrative:
Submit date: 07/01/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports a gauze with a loose strand.